Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has recommended them to discontinue byte aligners due to root absorption. This is a contraindicated patient. Update received that the patient has provided a letter of recommendation. In the letter the dentist stated that they informed the patient not move forward with continuing byte aligners. The patient has moderate to severe root resorption. If byte would have done a complete dental exam including radiographs, they would have seen this risk factor. The patient also has recession and bone loss in their mandibular anterior.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.